Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the distal end of an extractor fractured; however, there was no patient injury or delay in a procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The visual inspection reveals that the m3 tip was broken at the extremity, at the junction of the tip. The lifetime of a surgical instrument is not determined by elapsed time but rather to the number of use cycles the instrument is exposed to and the technique of the healthcare professionals over its operational life. Therefore all instruments should be regularly inspected for wear and signs of damage and replaced as necessary. According to the available data, the exact root cause could not be determined. (B)(4).